Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. (B)(4).

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year old female patient, a loud pop noise was heard and they smelled smoked. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant alleged that during testing, the device displayed a "defib fault 78" message.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.